Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. The reported failure to advance not able to be confirmed in a lab environment as the difficulty was due to case circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. It should be noted that the ht winn guide wire instruction for use (IFU) states: do not: push, auger, withdraw, or torque a guide wire that meets resistance. Additionally, the warnings section states: do not: allow the guide wire tip to remain in a prolapsed condition. In this case, it appears that continuing to push and pull the guide wire while twisting, and the guide wire being observed to be buckling and force continuing to be applied cause the separation.

Event description:
It was reported that the procedure was to treat a totally occluded lesion in the proximal superficial femoral artery (sfa). The winn guide wire was advanced. When the guide wire reached the bifurcation of the profunda and sfa, resistance was noted with the vessel, and the guide wire was pushed aggressively. It was observed that the guide wire buckled into the profunda several times; however, the physician continued to push and pull the guide wire, while twisting. It was then seen under angiography that the tip of the guide wire had separated and moved into a small collateral branch. The tip was retrieved with an aspiration catheter. No further guide wire was used as the physician did not think any other guide wire would go through this lesion. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Excessive force; prolapsed the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.